Manufacturer narrative:
Corrected batch # from 22020690 to 24551736.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left forearm. After a non-bsc guidewire crossed the lesion, a 2.5mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a symmetry balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left forearm. After a non-bsc guidewire crossed the lesion, a 2.5mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a symmetry balloon catheter. There were no patient complications reported.